Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted to be implanted but no sensing or pacing was noted. The patient also had a non-device related infection thus the lead may have been infection as well. The lead will be returned. No adverse patient effects were reported.